Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was 16.2mmol/l. Customer was treated with manual injections. Customer stated they are unable to exit the load reservoir process. Customer declined to troubleshoot. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump primed and the load reservoir feature functioned properly. A small droplet of water was sucked back into the cannula after the prime/load reservoir mode and the motor slightly rewound. This was normal occurrence due to the reservoir o-rings relaxing. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.